Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported the patient had their scs ipg explanted and replaced because the ipg was inoperable. Stimulation therapy was reportedly restored postoperatively.